Manufacturer narrative:
Based on the claim against the product by the customer noting cutting issue with tissue adhering to monopolar curved scissors (mcs), an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs was analyzed and reported failure was confirmed. The instrument was found to have blade damage. One of the blade edges were indented. The complaint regarding cutting issue with tissue adhering to monopolar curved scissors (mcs) was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that when cutting with the 8mm monopolar curved scissors, the tissue got pulled and torn. Scissors were replaced. After close examination of the defective scissor's tip, scissors edge looked like it was serrated causing dragging of the tissue. The procedure was completed with no reported injury. Intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during an initial dissection for prostatectomy, the peritoneum tissue was adhered to the instrument. The instrument had been used less than 5 minutes when the issue occurred. There was no bio debris build-up prior to the interaction where sticking was observed. Tissue was getting caught in instrument's jaws and the tissue was released by opening the scissor tips while holding with maryland grasper in the other arm. No tissue was excised due to this event. There was no bleeding due to the event. The event did not impact the procedure. It was minor inconvenience. The event did not affect the patients health. There is no concern about the event causing long-term complications for the patient. The patient did not experience any post-operative complications. The patient is home and the surgeon believed damaged tips caused the event. There was no injury to the patient, and the procedure was completed robotically.